Manufacturer narrative:
This initial emdr record was due for submission originally on 6/18/2026. The delay resulted from an internal processing oversight within our workflow. Upon identification of the delayed submission, immediate submission is taking place, along with a review to determine if any additional records due 6/18/2026 have been addressed. The review confirmed no additional impact reports were found.

Event description:
Implant failed to osseointegrate.